Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with fatigue and palpitations. The right ventricular lead exhibited low impedance in both configurations, the lead sustained rib clavicle crush damage. The lead was explanted and replaced successfully. The patient was stable post procedure, no complaints.